Manufacturer narrative:
Submit date: 2017-09-13. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, the bottom button on the overlay causes the enteral feeding pump to go into shutdown mode. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the bottom button on the overlay causes the enteral feeding pump to go into shutdown mode. The unit was triaged and the reported issue was confirmed; a short with the power button was found. The unit has been repaired, tested, and recertified per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.